Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during fill 1 of 4. The patient was connected during the incident. Fluid also leaked from the cassette door of the cycler. The fluid leak was discovered in step 9 of treatment complete. Fluid was found in the pump module area but not on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during fill 1 of 4. The patient was connected during the incident. Fluid also leaked from the cassette door of the cycler. The fluid leak was discovered in step 9 of treatment complete. Fluid was found in the pump module area but not on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient. No product is available of the lots delivered to the patient at distribution centers to be analyzed. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.